Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultra meter was giving inaccurately high readings. On (B) (6) 2010, the sr medical surveillance specialist spoke with the patient to obtain and verify information. Since (B) (6) 2010, the patient claimed to have obtained blood glucose readings on the reported meter that were high compared to his expected values of 130 mg/dl to 171 mg/dl. On (B) (6) 2010 at 11:30 pm the patient obtained the blood glucose reading of 276 mg/dl. Based on this reading, the patient took an extra dose of humalog insulin six units. Earlier on that day, at 5;00 pm the patient had taken his usual dose of humulin 70/30 insulin with dinner. On (B) (6) 2010 at 1:00 am the patient awoke experiencing the symptoms of shaking, blurred vision and he felt low. The patient administered self-treatment with orange juice and felt better afterwards. He did not seek any medical attention. The patient takes humulin 70/30 insulin 22 units twice per day, and byetta (exenatide) 10 mcg twice per day. Quality control testing was performed during the troubleshooting telephone call with passing results. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking an additional dose of insulin based on an elevated meter reading, and received treatment with food to alleviate his symptoms. Therefore this complaint is being reported.